Event description:
The pump was operating as if it was infusing solution, however, no solution was infusing. When pump was removed from operation, it continued to run and appeared to be infusing solution yet no solution coming out of the distal end.